Event description:
It was reported that a prospective patient's mother saw a social media post stating that a patient had an issue with lead wires being disconnected, so the patient's vns surgery was canceled. No additional relevant information has been received to date.